Manufacturer narrative:
This is for the same events as manufacturer reports 2937094-2019-60520 and 2937094-2019-60518. A review of the device history record for the reported greenlight fibers confirmed that the device met all material, assembly and performance specifications prior to release. As of today, the product has not been returned for investigation; therefore, no physical or visual analysis of the product could be performed. An evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during preparation of photo selective vaporization of the prostate (pvp) procedure, the fiber beam of three fibers fired straight out and as usual. It was further reported that the energy leakage was also different. The procedure was competed with transurethral prostatic resection (turp). Patient outcome information was not provided. This complaint is for the third fiber.